Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h6 (b, e). If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. H6: corrected medical device clinical codes.

Event description:
It was reported that approximately 64 months after a left total knee replacement procedure, the patient underwent a revision procedure to address aseptic femoral component loosening and osteolysis. Patient was also indicated for pain and osteoarthritis. During the procedure it was noted osteolytic debris in the synovium. The patella had significant wear and oxidation with osteolysis on the lateral border. Tapping on the anterior flange of the femoral component easily debonded it from the cement. A large osteolytic contained cyst in the lateral femoral condyle. (See revision surgery operative notes). Patient left the operating room in stable condition. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10: concomitant devices: 4046961 02-010-01-0250 - logic femoral ps cem left sz 5 4049141 02-012-45-5040 - lgc tibial fit tray cem sz 5f / 4t 3002242 200-02-41 - three peg patella 41mm the product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was the cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.